Event description:
The customer reported there was an "saturation fault" message displayed. This error is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep reported a non-specific calibration was required. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.